Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break was confirmed as a needle to cuff miss. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The other proglide devices referenced are filed under separate medwatch report numbers. Exemption number e2019001. The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral vein was attempted with three proglide devices, using the pre-close technique, prior to an interventional leadless pacemaker procedure. Reportedly, suture breaks occurred during suture retrieval with all three proglide devices. The sheath was upsized to 27f and the leadless pacemaker procedure was completed. Hemostasis was achieved by applying manual compression there was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.